Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having difficulties changing infusion set. Customer reported that reservoir was not fitting into insulin pump and plunger was still on. Customer was very confused and disoriented and was not able to follow directions. Customer's blood glucose was 220 mg/dl. Customer was going to go to the hospital.